Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have aided the investigation with a more definitive determination. A needle to cuff miss as reported can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and user technique. During manufacturing, all devices undergo a variety of cuff, suture and needle-related inspections, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed. Reportedly, a femoral angiogram was taken prior to the procedure and no calcification was noted; however, the patient had scar tissue, and did have a history of prior arteriotomy in the target groin. Cuff miss can be caused by scar tissue. A cuff miss can be influenced by several factors, including, but is not limited to failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the plunger to contact the body. There was no abnormal user technique reported. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff-miss and associated patient effects could not be determined. Scar tissue may have been a contributing factor. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and revealed no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second and third device were used with the same results. Manual arterial compression was used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The technician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.